Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was having a lot of problems with charging the ins. Patient got a replacement recharger and the recharger is charging but the recharger can't find the ins. Patient spent an hour last night trying to charge the ins and at one point got a message to contact the clinician. Patient said they can feel the ins through the skin and the communicator also has trouble communicating with the ins. It was reviewed to place the circle on the recharger right over the ins and to try all 4 sides of the ins. The recharger connects to the ins for a few seconds then goes back to searching. Patient said when the recharger connects to the ins it always shows the ins is 30% charged. Patient said they contacted the clinic because they were having continuing pain but needs to reschedule. Patient has the rep's email address. Recommended contacting the clinic and the rep to get up an appointment for in person review of using the external devices. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. (See 704146087 rtg0118571 wr replaced).